Event description:
A report was rec'd that the pt underwent a pocket revision, due to having difficulties charging her ipg. The physician made the pocket more superficial, so the pt can charge effectively. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.